Event description:
It was reported that the zimmer skin graft mesher produces patchy grafts with all four cutters. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned for eval and it was determined that the comb was bent. It was also determined that the ball detents and shoulder bolts were worn. Visual inspection also revealed that the side plates were gouged. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at zimmer osp in 2008. The agency's inspectional observation concerned the decision(s) not to submit certain mdrs.